Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement / harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Manufacturers field service engineer confirmed the reported problem. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received. (B)(4).

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement / harm.